Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited difficulty in separating from the delivery catheter, but eventually released. High capture threshold was noted. During post-operation device check, it was found that the lp failed to sense and capture. The patient was scheduled for retrieval, upon which it was found that the lp was dislodged. The lp was retrieved and replaced. The patient was stable.

Manufacturer narrative:
The reported events of dislodgement, failure to capture, failure to sense, and difficult separation were not confirmed. Final analysis found no anomalies on the helix. All device functionality was deemed normal.